Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece stops sometimes when using the housings. There was no report of pt injury or delay in surgery associated with this event. Another device was used to complete the surgery.

Manufacturer narrative:
The device was not returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.